Event description:
It was reported that the pta balloon detached as it was being tracked through a graft in the tibial artery. The pta balloon has never been inflated; however, it completely detached within the 6f introducer sheath. A smaller balloon (exact size and MFR unk) was inserted into the introducer sheath to tack the detached balloon up against the sheath wall. The detached segment was able to be successfully snared. Another pta balloon was used to perform the procedure. There was no pt injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.